Manufacturer narrative:
The investigation of high purge pressure has been completed. As per the product investigation and data log review, the root cause of the high purge pressure issue was biomaterial.

Manufacturer narrative:
The impella device has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a rp flex was implanted to support a patient admitted in with a left ventricular assist device placement two days prior with ventricular tachycardia and right ventricular failure. The impella rp flex was placed but may have obtained damage, which caused high purge pressures. The physician speculated that possibly the microwire interfered with the motor. The high purge pressure prompted replacement of the impella rp flex pump. The patient was reported to be without harm from this event.